Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had not recharged the scs system for the past several months. Subsequently, she has been without stimulation for an unspecified amount of time. Reportedly, the ipg will no longer communicate with any external devices as well as the patient programmer displays an error message. Surgical intervention may be undertaken as the next course of action to address the issue.

Event description:
Follow-up identified surgical intervention was undertaken during which time the ipg was explanted and replaced with an updated device model. The issue is resolved.